Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue which led to high blood glucose levels. Therefore, they tried to treat it via the pump and multiple daily injection. Consequently, on (B)(6) 2022, she first went to the emergency room where she stayed for two hours and was subsequently hospitalized with blood glucose level of 450 mg/dl, and she experienced diabetic ketoacidosis. The infusion set had been used for 24 hours. Further, she was transferred to the intensive care unit. During hospitalization, the patient was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.